Event description:
Procedure type: retroperitoneal laparoscopic cryoablation. According to the reporter: back in 2007 during the procedure the balloon ruptured and lacerated the blood flow to one of the kidneys which ultimately had to be removed. No patient injury was reported. No additional information available at this time.